Event description:
The technician alleged the brake casters were swiveling in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster, brake steer caster and supports to resolve the issue.